Event description:
It was reported, there was a coupling problem. It was noted one week prior to report, the patient had no bars. It was stated, the antenna locate feature was performed, the patient tried to reposition the antenna and they tried a different implantable neurostimulator recharger (insr). It was noted none of those actions resolved the issue. It was noted the implantable neurostimulator (ins) could either be a little deep in the pocket or there could be seroma over the ins. It was noted, the pocket had no signs of infection. It was noted they could not feel the edges of the ins one week prior to report. It was further reported nothing had been done at the time of report. It was stated, the patient would see their doctor on 2014 (B)(6) for post-op appointment.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).